Event description:
Reference number: (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The blood glucose level was high and the patient was treated with bolus using the pump. No further information is available.